Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider and friend or family member of a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. The patient had a medical history of bronchitis, cancer of the uterus, hypercholesterolemia, and tuberculosis. She had a surgical history of hysterectomy, neuroplasty of the median nerve at the carpal tunnel, and tonsillectomy. She had a family history of hypertension, cardiac disorder, and diabetes mellitus. She was a former smoker. It was reported that the patient felt the implantable neurostimulator (ins) wasn¿t working since (B)(6) 2015. The implant stopped working and she had ¿tried and tried¿ to have it work with no success. She was originally placed on myrbetriq for about six months with some improvement. In 2016, she was hospitalized due to sepsis. She had been admitted for urinary tract infection (uti) related sepsis a few times in the past couple of years. Since (B)(6) 2016, she had a chronic uti. The patient felt her urination improved when she was being treated for a uti and her last uti was on (B)(6) 2016. The infection was confirmed and the patient was given oral antibiotics, which finished the week prior to (B)(6) 2016. When the patient was at her healthcare provider¿s office on (B)(6) 2016, a catheter urine culture and sensitivity (c<(>&<)>s) was performed and was negative. The healthcare provider had no record of past utis and the patient was previously seen at a different medical center. The urinary tract infections were related to the patient¿s underlying urinary dysfunction. The patient¿s symptoms of chronic uti included urinary urgency, which she was experiencing when seeing her healthcare provider on (B)(6) 2016, and it was moderate in severity and unchanged. She had no neurogenic bladder and no indwelling catheter. She was not currently being treated for this problem. She also had symptoms of urinary incontinence and urgency and the leakage amount was large, was going through her clothes, and required the use of four to five pads per day. She used pads daily and the impact on her quality of life was described as moderate and worsening. Exacerbating factors included coughing, sneezing, laughing, arrival home, and a full bladder. Initial presentation of the issue included urinary incontinence, urgency, and frequency, and since diagnosis the disease has been worsening. The patient¿s risk factors included obesity and menopause. Current treatment included sacral neuromodulation. Past evaluation included urinalysis, urine culture, and urology consultation, and past treatment included sacral neuromodulation, anticholinergics, oxytrol, and myrbetriq. The patient¿s other symptoms included lower extremity edema, abdominal pain, diarrhea, back pain, and dry skin. Two to three weeks prior to (B)(6) 2016, she had pain at the ins site. Her change in therapy/symptoms was gradual. Her active problems included arthritis, diabetes, and hypertension. Her current medications included iron, lantus, lisinopril, mag-ox, metformin hcl, novolog flexpen, omeprazole, prednisone, probiotic capsules, tramadol hcl, and xarelto. The patient¿s healthcare provider planned to check for a persistent uti, treat with an extended course if present, and check to see how this affected her voiding. The device was queried and showed that the battery was good, the amplitude was 2.8, and the device was programmed at 3 positive, 0 negative. The patient contacted the manufacturer for a new programmer antenna as she lost her previous antenna and the programming would be held until the ¿probe¿ was working. The healthcare provider would consider rechecking the effect of medications such as anticholinergics to see how they were tolerated. The patient was to follow up with the healthcare provider in six weeks to check on her progress.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.